Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the device. The device remains in service. No adverse patient effects were reported. Additional information was received, mentioning that this system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The sli had previously been 137 ohms. With a battery life of five years, it is recommended to assess the integrity of the pulse generator and lead system, considering replacement of one or both components. Due to the elevated sli and fc1005 code, replacing the lead is advised to ensure effective energy delivery and protect the patient. A commanded shock was performed. The system remains in service. No additional adverse patient effects were reported. Additional information confirmed this lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the device. The device remains in service. No adverse patient effects were reported. Additional information was received, mentioning that this system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The sli had previously been 137 ohms. With a battery life of five years, it is recommended to assess the integrity of the pulse generator and lead system, considering replacement of one or both components. Due to the elevated sli and fc1005 code, replacing the lead is advised to ensure effective energy delivery and protect the patient. A commanded shock was performed. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the device. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Additional information was received, mentioning that this system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The sli had previously been 137 ohms. With a battery life of five years, it is recommended to assess the integrity of the pulse generator and lead system, considering replacement of one or both components. Due to the elevated sli and fc1005 code, replacing the lead is advised to ensure effective energy delivery and protect the patient. A commanded shock was performed. The system remains in service. No additional adverse patient effects were reported. Additional information confirmed this lead was successfully explanted and replaced. No additional adverse patient effects were reported.